Manufacturer narrative:
A visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Based on this complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aa4204vl silicone single piece lens but the lens tore in the cartridge. The cartridge was in the patient's eye but there was no contact with the lens. There was no patient injury.